Event description:
Boston scientific received information that this patient presented as the device was beeping. The beeping was determined to be a result of high out of range impedance measurements on the left ventricular (lv) lead. While testing configurations, it was determined the lead was fractured. The lead was programmed in a way to exclude the fractured portion of the lead to ensure therapy and appropriate impedance measurements. The patient was asymptomatic. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.